Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the hospital was unable to fully deflate the balloon prior to removal of the catheter. The doctor attempted to deflate the balloon completely once it was removed, and was only able to do so after putting pressure on the balloon itself.